Event description:
This event was reported as an explant due to bacterial endocarditis, the source of infection suspected as originating from pt's bowel. Vegetation was on the valve along with a perivalvular leak. No further info was provided.